Manufacturer narrative:
(B) (4). (B) (4). Swing tab detached/missing. Eval summary: the analysis results found that the reload was received with the five most proximal drivers up and the swing tab detached, making the reload nonfunctional. Although no conclusion could be reached on what caused the swing tab to detach, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. No functional test was performed. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during an unk procedure, the stapler did not work. Unk how case was completed. There were no adverse consequences for the pt.